Manufacturer narrative:
This report is submitted on august 23, 2021.

Event description:
Per the surgeon, the patient suffered a trauma to the left parietal-temporal region resulting in inflammation over the receiver/stimulator region of the cochlear implant which was successfully treated with oral steroids and antibiotics. The sound processor was uncomfortable because the receptor/stimulator had moved towards the portion of the mastoid tip. As a result, the device was re-positioned under a general anaesthetic on (B)(6) 2021.